Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. There was no reported defect or fault with a company product. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that insertion error was due to technician error.

Manufacturer narrative:
The product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been one other complaints for this lot. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, iol was wasted due to insertion error.